Manufacturer narrative:
The meter was not returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's meter was requested for investigation.

Event description:
The initial reporter alleges that the accu-chek inform ii meter displayed glucose values that were different from what was transmitted in their data management system and the meter's patient result memory. The reporter stated that three nurses reported that the meter displayed three glucose results of "hi" (> 600 mg/dl). When retrieving the data from the customer's data management system, the results were 51 mg/dl, 51 mg/dl, and 55 mg/dl. The patient was treated based on the numeric values. When checking the meter's patient results memory, no results of "hi" were observed. The numeric results of 51 mg/dl, 51 mg/dl, and 55 mg/dl were observed in the meter's patient result memory in addition to the data management system.